Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer¿s reported issue. Visual inspection revealed the pigtail adapter was damaged. Pin 2 of the pigtail adapter had burn marks on it. Carefusion replaced the pigtail adapter to address the reported issue.

Event description:
It was reported to carefusion that the unit had a damaged pigtail and needed to be replaced. While in service, it was discovered that the unit had burnt components. This reported issue was discovered while in service, therefore, there was no patient involvement.